Event description:
An (B)(6) male pt contacted zoll customer support to report that the device was making a humming noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (humming noise) has been confirmed. As received, the monitor powered on, but reset after 19 seconds. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the reset is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The pt received a replacement monitor.